Event description:
Pumps are unplugged all data is lost. Battery charges are not working. When units are unplugged, they completely stop functioning. Facility just received 18 new pumps. 7 of these have failed. 4 have already been sent back to abbott for evaluation/repair.